Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported while troubleshooting with technical support, that a fluid leak was observed a fluid leak. Follow up with the patient¿s peritoneal dialysis nurse indicates that it was unclear where the source of the fluid leak was. It was initially indicated that the leak source was the supply bag but the nurse could not rule out that the source of the fluid leak was the tubing. The patient was connected to the lines but did not begin treatment when the leak was observed. The patient did not experience any complications as a result of the fluid leak. There was no medical intervention. The alleged device was discarded by the patient.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.